Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325¿1219. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia and diabetic ketoacidosis event on (B)(6) 2026 patient was treated with correction boluses and IV insulin drip and admitted to hospital for greater than twenty-four hours.